Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens but the surgeon did not like how the lens was seated in the patient's eye. The lens was removed with no patient injury and the backup lens was implanted. The reporter stated the event was due to surgeon's preference and was not due to a sizing issue or product concern.

Manufacturer narrative:
No known impact or consequence to patient. No known device problem. Evaluation method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a likely root cause of the event has been determined to be due to surgeon's preference. (B)(4).